Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the wbc (white blood cell) aperture to resolve the issue. The system performance was verified. This MDR is related to MDR 1061932-2014-01232, for the similar event that was reported on (B)(6) 2014.

Event description:
The customer reported erroneous high white blood cell (wbc) test results were generated for patient samples when using the coulter act 5 diff cap pierce (cp) on (B)(6) 2014. The test results were determined to be erroneously high when compared to previous test results for the patients. The system delta check messages that were generated indicated that the current results did not correspond with previous patient results. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There was no death nor injury or change to patient treatment attributed to or connected to this event as the erroneous results were not reported out of the laboratory. Patient demographics were not provided for patients tested on (B)(6) 2014.